Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm drooping even when e-stop is pressed and inaccurate tka cuts. All tka cuts were deep by 1-1.5mm. I confirmed with mps that 'combined accuracy' and 'brake check' passed prior to the case. Update (B)(6) 2022: when asked: did the robot provide the visuals to alert the user? Was the planar probe used to measure cut accuracy? Mps responded: "the answer to both questions is no."

Event description:
Mps reported arm drooping even when e-stop is pressed and inaccurate tka cuts. All tka cuts were deep by 1-1.5mm. I confirmed with mps that 'combined accuracy' and 'brake check' passed prior to the case. Update 15/november/2022: when asked: did the robot provide the visuals to alert the user? Was the planar probe used to measure cut accuracy? Mps responded: "the answer to both questions is no."

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: mps reported that the arm would drift or droop during cutting. Also noted that the camera bump light was illuminated. Replaced the camera per procedure. Performed all pm checks with no issues. Also performed knee, mics and hip gravity checks. No arm drifting or drooping was observed after. Also kincald both sides. Robot is operating to specs, and is ready for use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob750 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob750 shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.